Event description:
The lead was explanted and replaced due to the high impedance report. The explanted lead was discarded by the hospital; and therefore, the explanted product will not be returned to the manufacturer for product analysis. No other relevant information has been received to date.

Event description:
The patient's physician reported that high impedance was observed on the vns system. The physician reported that x-rays were inconclusive and that the reason for high impedance is unknown. The sales representative present at the patient's previous surgery confirmed that the lead pin was inserted properly. No known surgical intervention has occurred to date. No other relevant information has been received to date.